Event description:
The customer reported that unit has light emitting diode (led) failed alarm. The customer confirmed diagnostic error "alarm led failure" in the significant event logs. The remote service engineer (rse) advised replacement of the power switch overlay. The unit was not in use, no patient or user harm reported.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.